Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("miscarriage following essure procedure") and pregnancy with contraceptive device ("miscarriage following essure procedure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "did not work". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("a metallic taste in her mouth"), urticaria ("hives"), migraine ("migraines"), urinary tract infection ("urinary tract infections"), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, arthralgia, vaginal haemorrhage, abdominal pain lower, dysgeusia, urticaria, migraine, urinary tract infection, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, dysgeusia, dyspareunia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: legal complaint received: reporter information updated. Essure indication female sterilization, essure implant date 2009 and removal date (B)(6) 2017 was added. Events pelvic pain, abdominal pain, dyspareunia, arthralgia, vaginal haemorrhage, abdominal pain lower, dysgeusia, urticaria, migraine, urinary tract infection, abortion spontaneous, pregnancy with contraceptive device were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic"), abortion spontaneous ("miscarriage following essure procedure"), pregnancy with contraceptive device ("pregnanct(stillbirth or miscarriage)") and palpitations ("palpitations") in a 39-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "did not work". The patient's medical history included knee arthroplasty, multigravida, parity 3 (date of delivery: (B)(6) 2003, (B)(6) 2004 and (B)(6) 2007.), anemia, gonorrhea, chlamydial infection, syphilis, trichomoniasis, pid pelvic inflammatory disease, bladder infection, allergic reaction, dysuria, urinary frequency, urinary urgency, back pain, micturition burning, anxiety, appendectomy in 2007, meningitis, lip swelling, menses irregular and central nervous system enteroviral infection. On (B)(6) 2010 home pregnancy test is positive. Previously administered products included for an unreported indication: maxalt and imitrex. Concurrent conditions included body mass index normal, vomiting, nausea, shortness of breath, speech disorder, swelling of tongue, photophobia, fever, chills, vaginal discharge, facial paraesthesia, sensation of pressure in eye, cellulitis, ovarian cystectomy, incisional hernia, oligomenorrhea, swelling of eyelid and eye discharge. Concomitant products included alprazolam, clonazepam, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and rizatriptan. In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced headache ("headaches"). In 2016, the patient experienced palpitations (seriousness criterion medically significant), urticaria ("hives") and supraventricular tachycardia ("svts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain: abdominal"), arthralgia ("joint pain"), abdominal pain lower ("excesive cramping"), dysgeusia ("a metallic taste in her mouth"), migraine ("migraines"), urinary tract infection ("urinary tract infections"), premature menopause ("early menopause"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("gerd") and hypersensitivity ("allergic or hypersentivity reaction:unsoecified"). The patient was treated with surgery (heart ablation for palpitation in 2016 and she underwent salpingectomy to remove the essure device/tubal ligation (2017)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the abortion spontaneous, pregnancy with contraceptive device, palpitations, dyspareunia, arthralgia, abdominal pain lower, dysgeusia, urticaria, migraine, urinary tract infection, premature menopause, headache, supraventricular tachycardia, irritable bowel syndrome, gastrooesophageal reflux disease and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, dysgeusia, dyspareunia, gastrooesophageal reflux disease, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, palpitations, pelvic pain, pregnancy with contraceptive device, premature menopause, supraventricular tachycardia, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: both implants placed without difficulty, with approximately 4 coils visible on patients right and 4 visible on left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on 10-jan-2011: e getting through, which explains the positive pregnancy test. Pregnancy test urine - on (B)(6) 2009: negative; on (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: plaintiff fact sheet & medical record received. Lot number, expiration date, historical & concomitant conditions & drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic"), abortion spontaneous ("miscarriage following essure procedure"), pregnancy with contraceptive device ("pregnanct(stillbirth or miscarriage)") and palpitations ("palpitations") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "did not work". The patient's medical history included knee arthroplasty. Concurrent conditions included body mass index normal. In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced headache ("headaches"). In 2016, the patient experienced palpitations (seriousness criterion medically significant), urticaria ("hives") and supraventricular tachycardia ("svts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain: abdominal"), arthralgia ("joint pain"), abdominal pain lower ("excesive cramping"), dysgeusia ("a metallic taste in her mouth"), migraine ("migraines"), urinary tract infection ("urinary tract infections"), premature menopause ("early menopause"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("gerd") and hypersensitivity ("allergic or hypersentivity reaction:unsoecified"). The patient was treated with surgery (heart ablation for palpitation in 2016 and she underwent salpingectomy to remove the essure device/tubal ligation (2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the abortion spontaneous, pregnancy with contraceptive device, palpitations, dyspareunia, arthralgia, abdominal pain lower, dysgeusia, urticaria, migraine, urinary tract infection, premature menopause, headache, supraventricular tachycardia, irritable bowel syndrome, gastrooesophageal reflux disease and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, dysgeusia, dyspareunia, gastrooesophageal reflux disease, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, palpitations, pelvic pain, pregnancy with contraceptive device, premature menopause, supraventricular tachycardia, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram: in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: reporter information was added. This case concerns 39 year old patient. Her concurrent condition was added. Lab data was added. Essure indication was amended. Per plaintiff fact sheet following events: palpitations, abnormal bleeding (menorrhagia),allergic and hypersentivity reaction:unspecified, early menopause, headaches, supraventricular tachycardia (svts), irritable bowel syndrome (ibs) and gastroesophageal reflux disease (gerd) were added. She had recovered from following events: pain: pelvic/abdominal and bleeding: vaginal/menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic"), abortion spontaneous ("miscarriage following essure procedure"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and palpitations ("palpitations") in a 39-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "did not work". The patient's medical history included knee arthroplasty, multigravida, parity 3 (date of delivery: (B)(6) 2003, (B)(6) 2004 and (B)(6) 2007.), anemia, gonorrhea, chlamydial infection, syphilis, trichomoniasis, pid pelvic inflammatory disease, bladder infection, allergic reaction, dysuria, urinary frequency, urinary urgency, back pain, micturition burning, anxiety, appendectomy in 2007, meningitis, lip swelling, menses irregular and central nervous system enteroviral infection. On (B)(6) 2010 home pregnancy test is positive. Previously administered products included for an unreported indication: maxalt and imitrex. Concurrent conditions included body mass index normal, vomiting, nausea, shortness of breath, speech disorder, swelling of tongue, photophobia, fever, chills, vaginal discharge, facial paraesthesia, sensation of pressure in eye, cellulitis, ovarian cystectomy, incisional hernia, oligomenorrhea, swelling of eyelid and eye discharge. Concomitant products included alprazolam, clonazepam, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and rizatriptan. In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced headache ("headaches"). In 2016, the patient experienced palpitations (seriousness criterion medically significant), urticaria ("hives") and supraventricular tachycardia ("svts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain: abdominal"), arthralgia ("joint pain"), abdominal pain lower ("excesive cramping"), dysgeusia ("a metallic taste in her mouth"), migraine ("migraines"), urinary tract infection ("urinary tract infections"), premature menopause ("early menopause"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("gerd") and hypersensitivity ("allergic or hypersentivity reaction:unspecified"). The patient was treated with surgery (heart ablation for palpitation in 2016 and she underwent salpingectomy to remove the essure device/tubal ligation (2017)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the abortion spontaneous, pregnancy with contraceptive device, palpitations, dyspareunia, arthralgia, abdominal pain lower, dysgeusia, urticaria, migraine, urinary tract infection, premature menopause, headache, supraventricular tachycardia, irritable bowel syndrome, gastrooesophageal reflux disease and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, dysgeusia, dyspareunia, gastrooesophageal reflux disease, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, palpitations, pelvic pain, pregnancy with contraceptive device, premature menopause, supraventricular tachycardia, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: both implants placed without difficulty, with approximately 4 coils visible on patients right and 4 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2011: e getting through, which explains the positive pregnancy test. Pregnancy test urine - on (B)(6) 2009: negative; on (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.